Event description:
Upon removal of left fallopian tube, bayer healthcare llc, essure device noted to have plastic-appearing sheath over the intrauterine portion of the implant. The device was originally inserted on (B)(6) 2014. The patient had started to report pain since the implant's introduction leading to today's surgical visit.